Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot: number 0141208015, model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 0136342014, model/catalog description balloon :fgs 61-70 cm.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to cuff had a small hole in it so doctor replaced everything. No adverse patient effects. No more information available at the moment. Should additional information become available, it will be provided.